Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was rising. The analyst noted that the rv impedance was 3401 ohms on 2015-oct-07, and the rv capture thresholds have been rising from a baseline of around 0.5 volts in september 2015 to 2.375 volts on 205-oct-08. Concomitant products: esbf2514c103e stent graft implanted: (B)(6) 2015; etlw1610c124e stent graft implanted: (B)(6) 2015, etlw1610c93e stent graft implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in pacing impedance to an out of range value. It was a smooth rise, with no spikes. The thresholds also rose in the same manner as the impedance during the same time frame. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.